Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "arcticgel¿ pads are only for use with an arctic sunr temperature management system control module. See operators manual for detailed instructions on system use. Select the proper number, size and style pad for the patient size and clinical indication. However, the rate of temperature change and potentially the final achievable temperature is affected by pad surface area, patient size, pad placement and water temperature range. Best system performance will be achieved by using the maximum number and largest size pads. For patient comfort, the pads may be prewarmed using water temperature control mode (manual) prior to application. Place the pads on healthy, clean skin only. Remove any creams or lotions from patient¿s skin before pad application. Remove the release liner from each pad and apply to the appropriate area. The pads may be overlapped or folded adhesive-to-adhesive to achieve proper placement. The pads may be removed and reapplied if necessary. The pad surface must be contacting the skin for optimal energy transfer efficiency. Place pads to allow for full respiratory excursion. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit. When finished, empty water from pads. Cold temperature increases the adhesiveness of the hydrogel. For ease of removal, leave pads on the patient for approximately 15 minutes to allow the hydrogel to warm. Slowly remove pads from the patient and discard." (B)(4). The device was not returned.

Event description:
It was reported that the device alarmed and turned off during rewarm. The device restarted and a "low air leak alert" was displayed; the flow rate ranged between 1.4-1.7lpm, the patient's temperature was at 33.9c and the water temperature was at 41.9c. The patient was fitted with 4 medium pads that provided good coverage. The patient weighs (B)(6) kg. A bair hugger was also in use. The rewarm tab displayed rewarm from 35.2c at a rate of 0.25c/hour to 36.5c. The event log revealed an alarm 34 (water temperature high), an alert 01 (patient line open), an alert 11 (patient 1 below low patient alert). The nurse checked the pads and fluid delivery line for damage but was unable to see any. She then emptied the pads and disconnected them to put the device into manual mode; with just the fluid delivery line attached the flow rate was 1.7lpm with an ip= -7psi and a cp= 32%. The nurse began to add the pads back one at a time to determine the cause of the low air leak/low flow. At this point the nurse discovered that the hydrogel on the right leg pad was pulling away from the pad. The other pads appeared to be fine. The nurse then removed the device from manual control and intended on replacing the right leg pad with a universal pad. Per follow up, the nurse stated that no universal pad was available and that they replaced the set with a second set of medium pads. The nurse reported that this set of pads was not adhering to the patient very well. The initial flow rate for the new pads was 2.1lpm. The nurse enabled manual control and checked the flow rates for the pads and found them to be optimal. She then disabled manual control and the flow rate was 2.6lpm with a water temperature of 38.2c and a patient temperature of 34.4c. A follow up call was made approximately 2 hours later and the patient temperature was at the expected temperature of 35.6c with a water temperature of 31.4c and a flow rate of 2.6lpm. The patient was able to complete therapy without any further issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device alarmed had turned off during rewarm. The device restarted and a "low air leak alert" was displayed; the flow rate ranged between 1.4-1.7lpm, the patient's temperature was at 33.9c and the water temperature was at 41.9c. The patient was fitted with 4 medium pads that provided good coverage. The patient weighs 80 kg. A bair hugger was also in use. The rewarm tab displayed rewarm from 35.2c at a rate of 0.25c/hour to 36.5c. The event log revealed an alarm 34 (water temperature high), an alert 01 (patient line open), an alert 11 (patient 1 below low patient alert). The nurse checked the pads and fluid delivery line for damage but was unable to see any. She then emptied the pads and disconnected them to put the device into manual mode; with just the fluid delivery line attached, the flow rate was 1.7lpm with an ip= -7psi and a cp= 32%. The nurse began to add the pads back one at a time to determine the cause of the low air leak/low flow. At this point the nurse discovered that the hydrogel on the right leg pad was pulling away from the pad. The other pads appeared to be fine. The nurse then removed the device from manual control and intended on replacing the right leg pad with a universal pad. Per follow up, the nurse stated that no universal pad was available and that they replaced the set with a second set of medium pads. The nurse reported that this set of pads was not adhering to the patient very well. The initial flow rate for the new pads was 2.1lpm. The nurse enabled manual control and checked the flow rates for the pads and found them to be optimal. She then disabled manual control and the flow rate was 2.6lpm with a water temperature of 38.2c and a patient temperature of 34.4c. A follow up call was made approximately 2 hours later and the patient temperature was at the expected temperature of 35.6c with a water temperature of 31.4c and a flow rate of 2.6lpm. The patient was able to complete therapy without any further issues.